Event description:
It was reported that the device battery longevity only lasted 4 yrs and 4 months under nominal settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. We did receive performance data collected from the device and have analyzed the data. Time of elective replacement indicator (eri) in save to disk is on (B)(6) 2012, device eri <=2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2012.